Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is deflation.

Event description:
Healthcare professional reported a right side implant deflation. Device remains implanted.

Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis, leak test and microscopic analysis of the returned device identified: fold creases, wear abrasion, linear opening with striated edge on anterior side, a sharp opening in the same location of crease on posterior side. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is: - a striated opening assessed as surgical damage. - a sharp crease opening assessed as fold flaw opening. Additional, changed, and/or corrected data: b.5., d.7, d.10., h.3., h.6.